Event description:
It was reported that the patient presented in the operation room for an unrelated procedure. During the procedure the atrial lead had dislodged. The lead was explanted. The patient was stable prior, during and post procedure.